Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the sensor stopped communicating with the computer, after troubleshooting for 15 mins, the hospital had to use another company's instruments. The outcome of the case was successful.